Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit will not alarm for no breath detected.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the unit was stuck in auto pulse mode causing the no breath alarm not to activate, which confirmed the original complaint issue.

Event description:
Dealer is stating that the unit will not alarm for no breath detected.